Event description:
Pt had groin discomfort and "palpation" prior to procedure. First day of case at facility collagen deployment uneventful. Pressure held 5 min., dressing applied, no hematoma or bruising noted. "Site care reviewed pt accepted by rn." On 1 hr rounds rn asked not to go see pt because of belligerence; pt discharged from facility 3.5 hrs post deploymnent. Rn reported site ok. Next day pt back in ER, problem with groin. Groin inspected; no hematoma, minimal bruising. Pt stated pain improved post 75mg demerol. ER md exam also noted no swelling, masses. In femoral artery at puncture site with arterial blood flow, thought to be pseudoaneurysm. Also, required hospital admission, no compression or surgery. Pt discharged next day.